Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, serial# (B)(4), product type: lead.

Event description:
The patient stated his symptoms are back to square one. The patient was going all the time. The patient stated he has tried reprogramming and medication for his symptoms. The patient stated that the nurse practitioner at the health care provider (hcp)'s office stated it seemed like some of the wires aren't working. The patient stated right now he only has one program. The patient was back to square one and going to the bathroom all the time. The patient symptoms have been on and off for the last 6 months. The patient has an appointment on the (B)(6) and would like a company representative to be there. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had results with the trial, but that ¿seemed to be it.¿ the patient was disappointed with the device and it was ¿only 14 months old.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.